Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that post a coronary drug-eluting stenting treatment procedure, a vessel dissection occurred. The index procedure treated a 3.0x12mm, 90% stenosis located in the mid right coronary artery (rca). Treatment consisted of pre-dilatation, placement of a 3.0x16mm taxus express2 stent and post dilatation resulting 0% residual stenosis. However, it was reported that during stent deployment, movement caused by the patient's breathing caused the stent to become too proximally placed resulting in a distal edge dissection. The dissection was treated with a 3.00x12mm taxus bailout stent. Also during this procedure, a lesion in the distal left circumflex (lcx) was treated with a taxus liberte stent. Four days following the index procedure the patient was discharged on aspirin and clopidogrel.